Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultra2 meter read inaccurately high compared to another device. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2011 and obtained the following information. The alleged issue began on (B)(6) 2011 at 3pm. The patient reported blood glucose results of "130 mg/dl" with the subject meter and "53 mg/dl" on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The mss was advised the patient manages his diabetes with humalog insulin (5 units after meals) and lantus insulin (16 units at night). The patient continued to take his usual dose of medications. About 20 minutes after the alleged issue begun, the patient claimed he felt symptoms of sweating and "empty." The patient ate a candy bar as treatment and felt better after. At the time of troubleshooting, the customer care advocate (cca) noted the meter was set to the correct unit of measurement and an approved sample site was used for testing. The patient did not have control solution to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.